Manufacturer narrative:
3m initial evaluation indicated customer education was needed related to application for critical tube securement. 3m is in the process of planning and executing customer education.

Event description:
Customer reported 3730-1 multipore dry tape was used to secure a (B)(6) y/o male patient's endotracheal tube. The patient reportedly had excess oral secretions and the tape did not adhere well to the skin. Customer stated the tape was found to be slipping off the patient's top lip area 17 hours after application. The endotracheal tube was reportedly re-taped and was still not adhering well to the patient's skin. No extubation or patient injury occurred. The multipore dry tape was discontinued and replaced with cloth adhesive tape.